Event description:
Additional information: no patient involved. Issue found during testing.

Manufacturer narrative:
Other text: additional information: no patient involved. Issue found during testing. Information added to b5.

Event description:
It was reported that the housing was leaking water on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.